Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac perforation, a pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a farapulse procedure, a faradrive steerable sheath was selected for use. The femoral puncture was straightforward, and the patient was intubated and ventilated under general anesthesia. The versacross rf wire was inserted into a non-boston scientific introducer and then advanced into the superior vena cava (svc). The faradrive with the versacross dilator was mounted on the rf wire after removing the introducer. The correct positioning was determined using transesophageal echocardiography (tee). Once perfectly positioned, the versacross passed into the left atrium without being able to deliver energy. After confirming by echocardiography that the guidewire was in the left atrium, the dilator and sheath were advanced into the left atrium under echocardiographic guidance. The sonographer then observed a pericardial effusion. The procedure was stopped. It was decided to perform a pericardiocentesis to drain the blood before the patient went into cardiac tamponade. Unfortunately, this was insufficient, and the patient went into tamponade. Before his heart stopped, another thoracic surgeon intervened to change the drain and aspirate the blood more quickly without making another incision. The patient was successfully stabilized and was then transported to the intensive care unit. Upon discharge, patient was intubated, ventilated, and hemodynamically stable. An arterial line and the femoral vein puncture were maintained for patient safety and patient was discharged. A perforation was noted to be between the right and the left atrium. No ablation was performed. No further information is available. The device is not expected to be returned for analysis (lost).

Manufacturer narrative:
Correction to the initial MDR in block(s) patient code (f10 and h6), in sections f- user facility / importer report information and h - device manufacturers only. Device technical analysis: it was indicated the device was lost and then unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Although, we have determined that the cardiac tamponade, pericardial effusion and cardiac perforation are known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a risk review performed for the faradrive steerable sheath clear device confirmed that the events of cardiac trauma is known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of cardiac tamponade, pericardial effusion and cardiac perforation are a known inherent risk of the faradrive steerable sheath clear device. Cardiac perforation is considered within the risk threshold for cardiac trauma within the product risk management documentation for the device. Cardiac trauma, cardiac tamponade, and pericardial effusion are expected procedural complications addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that a cardiac perforation, a pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a farapulse procedure, a faradrive steerable sheath was selected for use. The femoral puncture was straightforward, and the patient was intubated and ventilated under general anesthesia. The versacross rf wire was inserted into a non-boston scientific introducer and then advanced into the superior vena cava (svc). The faradrive with the versacross dilator was mounted on the rf wire after removing the introducer. The correct positioning was determined using transesophageal echocardiography (tee). Once perfectly positioned, the versacross passed into the left atrium without being able to deliver energy. After confirming by echocardiography that the guidewire was in the left atrium, the dilator and sheath were advanced into the left atrium under echocardiographic guidance. The sonographer then observed a pericardial effusion. The procedure was stopped. It was decided to perform a pericardiocentesis to drain the blood before the patient went into cardiac tamponade. Unfortunately, this was insufficient, and the patient went into tamponade. Before his heart stopped, another thoracic surgeon intervened to change the drain and aspirate the blood more quickly without making another incision. The patient was successfully stabilized and was then transported to the intensive care unit. Upon discharge, patient was intubated, ventilated, and hemodynamically stable. An arterial line and the femoral vein puncture were maintained for patient safety and patient was discharged. A perforation was noted to be between the right and the left atrium. No ablation was performed. No further information is available. The device is not expected to be returned for analysis (lost).